Event description:
A discordant false negative troponin I (tni) result was obtained on a dimension exl instrument. The initial result was high and the sample auto repeated low. This result was released to the physician without being confirmed. A second sample was drawn which had a positive result. A rerun of the original sample was also positive and a corrected report was generated. There was no further patient intervention. There are no known reports of patient intervention or adverse health consequences due to the discordant low tni result.

Manufacturer narrative:
A siemens field service engineer was dispatched to the customer site. The fse analyzed the instrument and instrument data. The cause of the discordant low tni result is unknown. The fse performed photometer maintenance and aligned the instrument probes. The instrument is performing within specifications. Further evaluation of the device is not required.